Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. Additionally, a higher than normal current drain was observed during testing. Testing confirmed a compromised capacitor caused the high current drain condition, which depleted this s-ICD's battery. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Device data was reviewed and engineering confirmed the battery usage had increased abnormally and the battery usage appeared to be still increasing. Device replacement was recommended for within 28 days. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. The device was replaced approximately three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Device data was reviewed and engineering confirmed the battery usage had increased abnormally and the battery usage appeared to be still increasing. Device replacement was recommended for within 28 days. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. The device was replaced approximately three weeks later. No additional adverse patient effects were reported.